Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the guide wire kinked while in use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one catheterization device for analysis. The catheter was not returned for analysis. Signs-of-use in the form of biological material was observed on the guide wire tubing. Visual analysis of the returned sample revealed that the guide wire was fully advanced through the introducer needle. Microscopic analysis revealed that the distal end of the guide wire was kinked. The kink in the guide wire measured 14mm from the distal weld. The guide wire diameter, and the cannula inner and outer diameter were measured and all were found to be within specification. The guide wire was carefully retracted back through the needle cannula. Minor resistance was encountered due to the kink; however, the guide wire was able to pass back through the cannula. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit cautions the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report of a kinked guide wire was confirmed through complaint investigation. The guide wire was returned fully advanced through the introducer needle. A kink was observed near the distal end of the guide wire. This indicates that the kinking occurred after the guide wire was fully advanced by the customer. The guide wire and the cannula met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the guide wire kinked while in use.